Event description:
The complainant reported the physician felt restriction as the jagwire, along with a catheter, was being removed from a pt following the performance of a therapeutic procedure. As the physician continued to pull the jagwire from the pt, the device tip broke off and was deposited in the pt's biliary duct. The complainant reported that the physician was monitoring the pt's condition in expectation that the device tip would be defecated by the pt. The complainant indicated that there was no adverse affect to the pt, and that the pt was in good condition.